Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position/remove the guide wire was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience xpedition stent delivery system (sds) was advanced, but met resistance with the whisper guide wire. Massive force was needed to retract the sds from the guide wire. Further dilatation was performed and a new 2.5 x 18 mm xience xpedition sds was used successfully with the same whisper guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.